Manufacturer narrative:
(B)(4). Devices not received, log review only. The requested log review has been complete; no device malfunction was alleged. The event log indicated that the pump module was programmed using guardrails on (B)(6) 2012 at 9:42am for a continuous infusion, the parameters were: profile: critical care, drug: midazolam (versed), drug (B)(4), patient weight: (B)(6), dose: 2mg/kg/hr, vtbi: 99 ml, the rate was automatically calculated at 180 ml/hr. At 10:16am, the device alarmed for air in line, the primary vi was 98.78 ml. The user paused the device and then at 10:32am, the device was turned off. The log review indicates that the pump module was programmed for a continuous infusion and not a bolus.

Event description:
Initially the customer reported that a patient received a bolus of versed instead of a programmed infusion (the intended infusion rate was unknown) and requested an event log review. Upon receipt of the log analysis, the customer stated: "the amount of versed (midazolam) ordered by the physician was 100 mg in 100 ml ns at 2 mg/hr. It appears that the nurse programmed midazolam and selected 100 mg/100 ml concentration and incorrectly entered 2 mg/kg/hr for dose of administration with (B)(6). As patient's weight instead of selecting 2 mg/hr for dose." Patient information provided by the customer: "the patient, critically ill, was already intubated for respiratory failure prior to the versed infusion; the patient developed transient hypotension post infusion; norepinephrine (levophed) was administered for hypotension which resolved. The patient's baseline mental status limits if any untoward effects on the patient's ultimate mental status. The patient appeared to have no permanent adverse effect from the versed and while he expired three weeks after this event, the patient did not expire secondary to the versed dose." No further patient or event details were provided.